Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient's pump was stopping and then starting back up again "all on it's own." The stopped pump lasted 1.5 days per the patient. The patient noted the doctor ran a history report. The patient called the clinic on 2(B)(6) to have that information put in the patient's chart. The patient had a doctor appointment at the end of (B)(6) 2016. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient did not understand the questions his healthcare provider (hcp) was asking and he got aggravated and left the clinic. According to the reporter, the patient was told to find a new hcp. The patient then grabbed his oral medication and intrathecal drug and left with no prescriptions. The patient's refill date was scheduled for (B)(6) 2016. It was noted the patient checked the intrathecal drug vial he took from the hcp's office, and it was empty. Per the reporter, the patient needed a refill soon because his feet were going numb. The patient, however, refuses to call his hcp. The pump was used to deliver morphine 25 mg/ml and bupivacaine 20 mg/ml. The daily dose was unknown to the reporter. It was noted the patient does not have a current hcp. A physician listing was requested. There were no physicians within 500 miles of the patient, so a manufacturing representative was contacted to help with the issue. It was also reported the patient went through withdrawal three weeks prior to the date of this report because the pump stopped. Further information was received that the agent misunderstood when the patient experienced numbness. The patient did not experience numbness because of missing a refill, but rather because the pump sometimes stopped on it's own. The pump would stop for a day and a half or two days and then "come back on." The area around the pump was first to go numb, and then his right leg and feet were in pain. The patient noted "sometimes it feels numb, but they are still in pain." The patient's pump was implanted on the right side. It was reported on (B)(6) 2016 that the pump stopped 4 weeks ago. The patient did not hear any alarms. The patient followed-up with his hcp regarding the "pump stopping and starting back up." The hcp checked the logs, and there was no indication of a stopped pump. According to the reporter, the hcp said the pump was stopping after being refilled, but the patient did not agree. The patient contacted a new hcp in georgia to see if he would ease down the pain pump, but the patient has not yet received a response. The patient noted when his pump runs out, he is done because he was "sick of these pumps." The patient reported he wanted to take the pump out. The patient was advised to discuss these concerns with his hcp. It was noted, since the pump was changed from a little pump to a big pump, "the pump keeps stopping and hurts so bad." The patient had an appointment set up with the hcp that implanted the pump in early may to discuss explanting the pump.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration unknown; dose 4.99mg/day) and another unknown medication via an implantable infusion pump. Indication for use was non-malignant pain. Per the patient, the pump stopped working on (B)(6) 2015 and the patient had return of pain. The pain started around the pump and went down his legs. The patient did not hear an alarm from the pump. The patient reported no falls or traumas. The patient noted that he fell off of his scooter in (B)(6) 2015 but that was not when the issues with pain started. The patient wanted a company representative to check the pump at an appointment on (B)(6) 2015. Outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.